Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2010-05758. (B)(4). It was reported that following a stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated the 75% stenosed, 3.5x52mm target lesion located in the mid right coronary artery (rca). Treatment consisted of pre-dilation, the placement of two overlapping 3.5x20mm taxus liberte stents and post dilation resulting in 0% residual stenosis. The patient was discharged two days later on aspirin and clopidogrel. In (B)(6) 2010, at the 9 month study follow up, angiography revealed restenosis in the mid rca and stenosis in the proximal rca. The 90% restenosed, 3.50x10mm target lesion located in the mid rca was treated with balloon angioplasty and an unspecified promus stent resulting in 0% residual stenosis. The 90% stenosed, 3.50x12mm lesion found in the proximal rca was treated with balloon angioplasty and the placement of an unspecified promus stent resulting in 0% residual stenosis. The patient outcome was listed as "improved" the same day. The patient was discharged two days later. Per the physician, the event was listed as "possibly related to the study stent".